Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5054-52 implantable pacing lead 1998-(B)(6), 6944-65 implantable tachy lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead fractured. The lead was capped and was replaced. No patient complications have been reported as a result of this event.